Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they used to be able to go 6-8 hours at night without waking to use the restroom, but as of 4 months ago they had been getting up more frequently. Patient was wondering if past mris without activation of MRI mode (just turned therapy off) could have caused that. Agent reviewed with patient that it was very reassuring they were able to connect to ins. Agent reviewed basic programming guidance and suggested patient could also follow up with managing doctor if they wanted.